Manufacturer narrative:
H4: the device was manufactured from april 17, 2020 - april 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused during patient infusion. It was further reported that all procedures were followed correctly and that the peripherally inserted central catheter (PICC) line was flushing well. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.